Event description:
User from account reported that she is concerned about the accuracy of the unit. If the unit is left on overnight and then used, there appear to be inaccurate deliveries. This is not the case when the unit is turned off overnight. Second case of overfill - stations 1-4 delivered correctly, station 5 was programmes to deliver 30 ml, but delivered 50ml, followed by overfill alarm. It was the second tpn of the day. User was advised not use the unit, which was swapped out. No pt involvement.